Manufacturer narrative:
The device involved in the reported incident is not yet available for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The territory manager reported on behalf of the surgeon that on (B)(6) 2018, a (B)(6) year old male patient was prepped for unspecified surgery and fitted with a1059 mayfield modified skull clamp. However, the surgeon could not reposition the skull pins without undoing some component of the skull clamp. By undoing and moving the skull clamp, the mayfield skull pins contacted the skin of the patient's head that caused approximately one (1) inch skin tear and required six (6) skin staples to achieve hemostasis. The skull clamp was considered to be at fault and removed from use. The procedure went ahead without any further issues using another skull clamp. Additional information received on (B)(6) 2018 indicated that the patient was fine after the surgery.

Manufacturer narrative:
Additional information received on 20 feb 2018 indicating that the skull pins used was a1083 mayfield disposable adult skull pins (steel). The product was not available for return. Investigation completed on 20 feb 2018. The evaluation of the device revealed that the swivel base has movement in the locked position. The starbursts on the body were worn, ratchet extension was loose in the body due to wear; rocker arm receptacles were worn leaving skull pins loose. This product was made in 2005. The lot number was 057 and back during the years prior to 2012, this part number was an unserialized product. This prohibits a full DHR review from being completed. Root cause analysis: issue was caused by worn and damaged subcomponents. Recommend unit to undergo general service, including full disassembly, cleaning and replacement of parts in order to restore full function to manufacturer¿s specifications. This unit manufactured in 2005 being 13 years old has exceeded the estimated life 7 year expectancy for mayfield products in consideration of all the variables that can influence the life and function of these devices.